Event description:
On (B)(6) 2010, the reporter contacted lifescan (lfs) alleging that the lay user/patient's onetouch ultra meter did not turn on. The following complaint was classified based on customer care advocate (cca) documentation. The patient alleged that the product issue began on the morning of (B)(6) 2010. It is not known when the patient had tested last and what readings she was obtaining from the alleged meter prior to when the issue started. The cca documented that the patient tests her blood glucose twice a day and she manages her diabetes with oral medication. On the afternoon of (B)(6) 2010, the reporter claimed that the patient changed her usual diabetes routine by having more food/drink. At approximately 2:00 pm on (B)(6) 2010, the patient reportedly felt "dizzy and light-headed." On the afternoon of (B)(6) 2010, the patient's blood glucose was reportedly tested on the emergency medical services (ems) meter and obtained a result of "58 mg/dl." The patient was reportedly treated with food and drink. During the troubleshooting session, the cca documented that the alleged meter did not turn on with the insertion of a test strip or by pressing the power button. Based on information that the reporter provided, the cca determined that the subject meter required a new battery replacement per the owner's booklet recommendation. However, the reporter did not have a new battery available for the subject meter at the time of the call. Per protocol, replacement meter and supplies were sent to the patient. Based on the information provided, this complaint is being classified as MDR-reportable due to the following conclusion(s): the reporter claims that the patient was unable to test her blood glucose due to the reported issue, reportedly developed symptoms, and required medical intervention from a non-hcp for a condition suggestive of hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.